Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report (mw5097769).

Event description:
1 false negative sofia sars result for 1 asymptomatic (off-label use at time of report) patient reported. Another sample was obtained and retested negative with sofia. Confirmation testing done reported pcr result as positive.